Event description:
It was reported to boston scientific corporation on july 15, 2008, that a button kit was used during a peg procedure (patient age, gender and weight unknown) in 2008. According to the complainant, the seal on the packaging indicated an incorrect size, (device was 24fr, 3.4cm, but seal stated 28fr, 2.8cm). The physician completed the procedure with this device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.